Manufacturer narrative:
The patient has advanced osteoarthritis and became dislocated bilaterally following his initial implant surgery. Patient developed ankylosis that contributed to his difficulty opening, pain, and dysfunction. The surgeon elected to remove the patient's mandibular components, to debride both joints, and to replace them with stock devices made by another manufacturer in order to accommodate the patient's existing occlusal position.

Event description:
The surgeon reported that he replaced this patient's mandibular components in order to debride both tm joints and to reduce bilateral dislocations.